Event description:
Dealer states he sees something leaking from the axle and doesn't know what to do or replace. It is probably the gearbox that is leaking. Dealer wants the left gearbox only. The gearbox is not available, he has to replace the motor gearbox.